Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable d1- brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray e3- occupation: clinic administrator, nursing director, bsn, rn, ccrn. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue hub of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter cracked after a needleless connector was added. The complaint device was placed on (B)(6) 2024 at 11:48 and was removed on (B)(6) 2024 at 10:52. The device was replaced with a new central line. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the blue hub of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter cracked after a needleless connector was added. The complaint device was placed on (B)(6) 2024 at 11:48 and was removed on (B)(6) 2024 at 10:52. The device was replaced with a new central line. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. The customer did not provide the lot number for complaint device. Cook reviewed the sales history for this customer and was able to identify 3 possible complaint lots sold in the last 3 years. A review of the device history record (DHR) for these lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were 3 related complaints associated with the identified lot numbers reported from the same facility for the same failure. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings ¿the safe and effective use or central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions ¿catheter should not be used for long-term indwelling applications.¿ evidence gathered upon review of dmr, product labeling, and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. The over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.